Event description:
Upon return of the device the technician found that the speed kept creeping up and that the motor smelled of burning. This is report 1 of 1 for complaint#(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed that the motor is defective. The customer was sent a replacement device on (B)(4) 2013. Placeholder.